Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unexpected reset occurred. Subsequently the pump shut off unexpectedly. There was no reported impact to the customer¿s blood glucose. Reportedly the customer had an alternate pump for insulin therapy.